Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 06dec2018. Philip's service engineer (se) inspected the device and replaced the power supply. The device passed all testing.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement. The event date was not specified; estimate used.